Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
Catheter inserted without event. In situ for about 10 days when solution began to seep out of the catheter near the cuff.